Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, several attempts were made to affix the lead in different places of the heart in order to achieve good values. Very high impedance was noted and the fixation system began to fail. Physician extracted the lead and the helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.